Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and explained the device service options. After attempting to follow up with the customer, physio has been unable to confirm the status of this device. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had logged a potentially critical fault code that could prohibit the defibrillation therapy functionality if used. There was no pt use associated with the reported failure.